Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient saw a reposition antenna screen on the recharger screen and a poor communication screen was seen on the programmer the day prior to the report. The patient said she normally charges every 2 weeks, so she assumed it hasn't even been 2 weeks since she last charged. The patient fell a couple of days ago, but it wasn't on the implant site and the ins felt flat when she felt her skin. The patient mentioned a little bit of weight gain, maybe a few pounds, but there was nothing significant. The ins was overdischarged and the patient had difficulty connecting to the battery while charging. A device reset was attempted 2 times unsuccessfully. The patient was scheduled for a battery replacement on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient did not have battery replaced at this time as case had been cancelled. No further information.